Event description:
It was reported to philips healthcare that the device can't acquire 12-lead ECG. There was no reported patient involvement or negative patient impact.

Manufacturer narrative:
Pr#: (B)(4).